Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. Post-deployment, a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. The posterior mitral leaflet had ruptured. An additional mitraclip was placed successfully to stabilize the slda clip. The final mr was grade 2. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda resulting in unspecified tissue injury (ruptured posterior mitral leaflet), as noted by the physician, was attributed to friable leaflet and is therefore, related to patient conditions. Tissue injury/damage is known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.